Event description:
Physician reported after injection with juvederm ultra xc in the oral commissures, marionette lines, and nasolabial folds by another injecting healthcare professional, patient developed nodules, pain, and swelling in the tear troughs approx 2 months later. Reporting physician prescribed antibiotics and hyalase. A month after treatment, patient reported the pain and the swelling are ongoing. Most recently an "ent has seen patient and thinks could possibly be neuritis from lidocaine".

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Attempts to follow up with the reporting healthcare professional have been unsuccessful; therefore info such as the lot number and injecting physician are unavailable at this time. Device labeling: undesirable effects. The patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Induration or nodules at the injection site. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment.